Event description:
A report was received that the pt's implant was replaced due to charging difficulties. The pt is reportedly doing well following the revision.

Manufacturer narrative:
The explanted ipg was kept by the medical facility and will not be returned.